Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09460, 2017865-2020-09463. It was reported that patient presented to a follow-up in clinic with swelling, pain, and bleeding from the implantation site. A pocket revision on (B)(6) 2020 revealed patient also exhibited drainage, indicating an infection. Entire pacemaker system, including leads, was explanted on the same day. Patient was stable after the procedure.